Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) along with a driver (rhl2.5) were returned for investigation. Visual inspection of the as returned products identified signs of use on the tool, dried blood and bone on the implant and no apparent fracture. Functional testing was performed for the returned products, which determined the devices failed functional testing and the reported event (does not disengage), was recreated as the devices stuck together when engaged. No pre-existing conditions were noted on the per, the patient had unknown bone density. The reported devices were used on an unknown tooth and were used for an unknown duration. DHR reviews were completed for the subject lot numbers (63648619). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the implant's reported lot number (63648619) for similar events and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported events (does not disengage, fracture) or devices (rhl2.5 & tsvwb11). Therefore, based on the available information, device malfunction did occur for both reported devices and the reported event (does not disengage) was confirmed for both devices as the devices stuck when engaged. Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that a driver got stuck within the implant (tsvwb11) and then fractured. Doctor was able to complete the procedure using another implant.